Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received a "hi" (>500 mg/dl) sensor scan results compared to unspecified readings obtained on the competitor brand device and experienced sweating. It is unknown whether the customer noted a trend arrow on the device. The customer was able to self-managed to consume bread with peanut butter. There was no report of death or permanent impairment associated with this event. A sensor result of 274 mg/ dl was compared to a competitor brand device reading of 77 mg/ dl, and the results, when plotted on a parkes grid, fell into the d zone, showing the difference in values to be clinically significant. The sensor has been worn for 6 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.